Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick of 513 mg/dl and a pump high alert after forgetting to announce lunch; the user then announced dinner, ate without symptoms, and subsequent fingersticks trended down to 458 mg/dl, 272 mg/dl, and later 113 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified as a missed meal announcement, and the device component implicated by context was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and involved an unintended use error that caused or contributed to the elevated glucose readings.